Event description:
It was reported that the patient had her left implant explanted in (B)(6) 2010 because it was 'protruding'. The patient outcome was "unknown" by the physician.

Event description:
Additional information received from the hcp reported that the left ins was repositioned on (B)(6) 2010. No abnormal positioning was noted. The ins was still painful so the lead and ins were explanted on (B)(6) 2011. The patient did not require hospitalization.

Manufacturer narrative:
Product ID 3093-28, lot# v400929, serial#, implanted: 2010 (B)(6), explanted: product type lead, product ID 3093-28, lot# v400929, serial#, implanted: 2010 (B)(6), explanted: product type lead, product ID 3093-28, lot# v400929, serial#, implanted: 2010 (B)(6), explanted: product type lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).